Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2013- device evaluation: the pump has been returned and evaluated by product analysis on 06/21/2013 with the following findings: the pump failed to power on and the pump history was unavailable for review. The battery compartment was found to be cracked and moisture was observed in the battery compartment. The pump was opened and no further moisture damage was found. The complaint could not be further tested due to the power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump seemed to have been cancelling boluses intermittently without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.